Event description:
It was initially noticed while reviewing the manufacturer programming history database the patient was set to unintentional settings due to a incomplete diagnostics. The setting change was noticed but was only partially corrected and the off time was left a 60 minutes off. Settings were not completely corrected until the next appointment.

Manufacturer narrative:
Analysis of programming history.